Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely, on the 2nd day of wear. The customer was therefore unable to monitor glucose via sensor scan, and reported that due to this they experienced a loss of consciousness. The customer was taken to the emergency room, where the only treatment the customer reported receiving was unrelated to diabetes/blood glucose levels. However, the customer did state that her glucose had dropped at time of medical event. There was no report of death or permanent injury associated with this event.